Event description:
A flexima apd drainage catheter was placed for therapeutic purposes. On a separate occasion, the drainage tube broke off inside of the pt. Co is unable to obtain any further info with regards to the complaint at this time.